Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a liquid leak around the left side of the coulter lh 750 hematology analyzer. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed clear reagent leaking from valves vl95 & vl98. The fse replaced the worn tubing through both valves. The fse verified the repair and validated the system.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).